Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy (biliary device used in the lower extremity). Evaluation summary: the self expanding stent system (sess) was returned with blood on the handle and shaft, on and in the distal outer sheath, consistent with the reported information that the sess had been advanced into the patient. There was no saline visible. The stent implant was not returned and the distal outer sheath was located 2mm proximal to the tip. The outer member had separated 32.2cm proximal to the tip. The inner member was intact. The shaft was kinked at the distal end of the proximal marker. The distal end of the outer member was bunched for a length of 0.8cm. The outer member was bunched 4.3cm proximal to the distal end of the outer member for a length of 1cm. There were chatter marks on the member and sheath for a length of 13cm proximal to the tip. The handle was returned completely disassembled and all parts of the handle were returned, consistent with the reported information that the handle of the absolute pro had to be disassembled in order to pull the remainder of the sheath back to deploy the rest of the stent. The handle was re-assembled to reveal the rack was in the proximal end of the handle. Devices that are difficult to deploy can be a result of, but not limited to, manufacturing, pre dilatation strategy, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). It is possible that the distal sheath was retracted against resistance such that, as further force was applied to the thumbwheel, it caused the shaft to bunch and the member to separate due to material overload (stress/fatigue). This is also consistent with the reported information that the thumbwheel locked up and then began to turn freely. Although a cause for the resistance leading up to the member separation could not be determined, it is likely that the kinks and chatter marks noted on the shaft contributed to the difficulty. These kinks and chatter marks are likely the result of anatomical conditions during advancement. Reportedly, the absolute pro was used in the superficial femoral artery (sfa). It should be noted that the absolute pro instructions for use (IFU) states: the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. The absolute pro is not indicated for use in the sfa. It is unknown if the off label use of the device contributed to the reported deployment difficulty. A conclusive cause for the reported deployment difficulties and subsequent damage could not be determined. However, there is no indication to suggest a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. During production all sess are 100% visually inspected on both the inner diameters and diameters for damage. Additionally, the stents are 100% inspected after the stent has been collapsed onto the stent holder. All sess are also inspected for kinks during the manufacturing process.

Event description:
It was reported that the absolute pro was only able to deploy halfway in the superficial femoral artery when the thumbwheel locked up. The wheel then turned freely. The handle of the absolute pro had to be disassembled in order to pull the remainder of the sheath back to deploy the rest of the stent. This caused a clinically significant delay in the procedure. There were no adverse patient effects reported. There was no additional information provided.